Manufacturer narrative:
Lead: model 3093-28, lot# v082173, implanted: (B)(6) 2008, explanted: (B)(6) 2012, programmer: model 3037, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a shocking sensation when near electronics (such as microwave) and during thunderstorms. Impedance measurements showed >4000 ohms on all electrode combinations except c+ and 3-. The patient underwent a surgical revision where her implantable neurostimulator (ins) system was replaced. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 3058 (B)(4) showed no anomalies. Analysis of lead model 3093-28 lot# v082173 showed that the conductor in the lead body was broken between the third and fourth tines (measured from the distal end). The conductor wires were crushed and two conductor wires were broken at the most proximal tine.